Manufacturer narrative:
H10: the actual device was not available; however two (2) photographs of the sample were provided for evaluation. The photographs were visually inspected which observed the dark blue female connector was separated from the light blue main body of the twist clamp. There were no visible cracks on the transfer set. The report of crack was not verified, however, the sample did not meet specification due to the separation between the female connector and the main body of the twist clamp. The cause of the condition was due to inadequate solvent application to the set during the manufacturing process. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter facility name: (B)(6) hospital. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the front blue piece (female connector) of the peritoneal dialysis transfer set cracked diagonally. This was observed when the patient was disconnecting from the cycler after peritoneal dialysis therapy. The patient was able to close the twist clamp, applied a small white clamp to the catheter, and was able to apply a minicap on top of the broken piece of the transfer set. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.